Event description:
It was reported that during a laparoscopic sigma procedure, the first device gave an unknown error code and then the second device the active blade broke. They were able to removed it from the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Event date unknown, assumed ((B)(6) 2012) that complaint was reported.

Event description:
It was reported that during a laparoscopic sigma procedure, the first device gave an unknown error code and then the second device the active blade broke. They were able to removed it from the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Event date unknown, assumed ((B)(6), 2012) that complaint was reported.